Event description:
Patient left or after orthopedic procedure, and was being transferred to recovery when rn noted that the green cap on the front of the system was off. This compromised the closed, sterile system. Suretrans removed and discarded. System converted to hemovac only.we have not seen this issue before until recently.